Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple button alarms on multiple occasions. Customer stated that they believe the button may be getting stuck down and triggering the alarms. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.